Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received. Sample consist in one (1) cassette product from part number 21-7302-24 and lot number 4046847. Sample was received in used conditions, decontaminated, without original packaging and inside in a plastic bag. Of the three samples, only one pertains to the complaint. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the sample was fill whit 100 ml of colored water using a syringe following the IFU as 10009799-002 rev 100 ?IFU, cassette, 21-7302? To detect any leakage. Results: the sample unit present leaks in the join with the tube of the bag, thus, the failure mode reported is confirmed. The cause of the reported problem was traced to the manufacturing process. Any relevant dmrs, ncrs, ets, etc. Batch review was conducted in the lot number reported and it was not identified any non-conformance or deviation related to the failure mode reported. Per CAPA-000713 was open on 09/oct/2020 it was identified the following root causes: 1.equipment failure: the bag sealer machine ID# (B)(4) was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. 2. Procedure not followed: the two forms related to the procedures pm-1011 and pm-1026, for to register units with leak were not filling up, even that was identified the equipment malfunction, as well the method to test the units in both process was not followed as is required, forcing the equipment to release parts with potential leak condition. The following corrective action were implemented thru CAPA-000713, the current status of the CAPA is in voe (verification of effectiveness) 1. The rf generator of the bag sealer machine ID# (B)(4) was replaced on september 10, 2020. 2. Update procedure pm-1011 ?cassette leak testing, install ffp clip and luer capping? To adequate better flow in the execution of the manufacturing activities was implemented on (B)(6) 2021. Ay bag was manufactured on 01/sep/2020 and the action to replace bag sealer machine replace was complete on 10/sep/2021, therefore actions were implemented after manufacturing date ay bag lots.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device was leaking. It is unknown if there was patient, or clinician injury associated with this occurrence.